Event description:
The customer called for help with her breeze2 meter. She alleged that she performed a control test and received a result of 238 mg/dl. While troubleshooting, she performed a control test and received a result of 236 mg/dl. The normal control range was 89-121 mg/dl. No adverse events were alleged. Customer service advised the customer to return the test strips for evaluation, but she refused and ended the call.